Event description:
Baby was at home on ltv 950 since 01/2001. Pt was on settings of CPAP pressure support of 10cm with peep of 5cm. Alarm settings: low, exhale volume - 200-300cc, apnea period - 60 seconds, time term - 0.4, sensitivity- 3 (instructed pt's family member to lower to 2 or 1 and watch for auto cycle). Backup ventilator tidal volume set at 50cc, backup rate auto set at 12. Returned a call from family member of pt in 03/2001 at 11:30 a.m. Family member stated the following: "family member found pt still attached to the ventilator (ltv 950) and ventilator was not cycling or alarming." Pt was found dead. Family member states no air coming out of circuit when family member disconnected it.